Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead was found to be dislodged. The physician decided to redo the case. During the procedure, rv lead did not come out from pacemaker header. After repeated attempts, the physician decided to replace both the rv lead and pacemaker. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of the setscrew unable to be untightened was confirmed. The connector block threads were found normal with no foreign material in the threads. The setscrew had most likely been over-torqued while it was being tightened down on the lead pin during the implant procedure. This made the setscrew unable to be untightened with the torque wrenches. This is considered a user related issue where most likely wrenches other than the sjm torque wrenches were used to tighten the setscrew.